Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a cefepime secondary infusion did not flow as expected. The user hung the primary bag on two hangers, opened the roller clamp and started the pump. The nurse later returned to find no medication had infused out of the secondary bag. The delay in the infusion resulted in rescheduling and re-dosing the patient's antibiotic. No patient harm or other effect to the patient was reported.

Manufacturer narrative:
The customer¿s report that the secondary infusion did not flow was not confirmed. The concomitant secondary set was received for investigation but the suspect primary set was not received. Visual inspection revealed no anomalies with the received set. Functional testing and pressure testing revealed no occlusions. The root cause of the customer¿s report could not be identified.

Event description:
The customer reported that a cefepime secondary infusion did not flow as expected. The user hung the primary bag on two hangers, opened the roller clamp and started the pump. The nurse later returned to find no medication had infused out of the secondary bag. The delay in the infusion resulted in rescheduling and re-dosing the patient's antibiotic. No patient harm or other effect to the patient was reported.